Event description:
In cath lab #2, during heart catheterization procedure, merge showed a reporting error of 10 beats per minute. No harm to the patient was noted. Backup hemodynamics was being monitored on the anesthesia monitor.